Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: a review of the black box showed loss of prime warnings associated with a low non-zero force. Ezprime and 24 hour duration tests were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.